Event description:
Daughter of a female, reported pt experiencing unexplainable low blood glucose levels. She indicated that pt woke up with blood glucose level in the 20's mg/dl. Daughter indicated that mother was feeling "funny" and tired. Pt disconnected from the infusion device and was given orange juice to address the low blood glucose level. She indicated that the time on the infusion device was incorrect. Daughter adjusted the time. Pt visited physician and was prescribed symlin and advised to check her blood glucose 8 times per day. Her blood glucose returned to normal and she was reported as feeling fine. Product will not be returned for evaluation.

Manufacturer narrative:
H6: product not returned for evaluation.